Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. One non-conformances report (ncr) was generated during the production of the subject device. This ncr documented a rework according validated procedure which has no influence on reported issue. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a posterior transforaminal lumbar interbody fusion (tlif) at levels l4 to s1, while attempting final tightening of a locking screw at an unknown level, the tip of the straight tip t25 driver broke off. The fragment was immediately retrieved. Another device was immediately available and was used to complete the procedure with no delay and no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter contact was corrected to synthes sales consultant as initially reported. Correction in medwatch follow-up report #1 was made in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 03.632.401, lot number 7614372, straight tip t25 driver ¿ long). The subject device was examined and the compliant condition was able to be confirmed as the driver tip was found to have an oblique break; all fragments were returned as the tip was able to be reconstructed. The straight tip t25 driver is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ per the technique guide. A definitive root cause was unable to be determined as the method of use which led to device failure was not provided, however, the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.